Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient has never had effective therapy. Diagnostics revealed high impedances on the lead located on the left. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.